Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call an unexpected restart alarm on their insulin pump. Customer's blood glucose level was 460 mg/dl. Customer advised a couple days ago the device restarted on its own and now the display screen is blank and will not turn on. Troubleshooting for the blank display was performed. Customer advised there is a crack next to the reservoir compartment on the casing. Customer does not recall how the damage on the device occurred. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, self test and off no power tests. No blank display was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube. The pump was received with an alarm during the error test due to a voltage leak.